Event description:
During a laparoscopic appendectomy, the surgeon clamped across the artery with a gia stapler, when activating the stapler, the stapler did not activate. A second stapler was retrieved, and the case proceeded.